Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.

Event description:
It was reported to boston scientific corporation that a boston scientific polypropylene mesh device was implanted during a procedure in 2005. According to the complainant, post procedure, she was in constant pain due the implanted device. Reportedly, she is disabled and have to use catheters. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.